Manufacturer narrative:
Records indicate this product remains in service. This report will be updated should additional information become available.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a high out of range pacing impedance measurement of 2500 ohms on the right ventricular channel. A revision procedure has been planned to address this issue but as of now, no confirmation of this procedure has been provided from the field. The ICD remains in service and there have been no adverse patient effects reported.